Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 54 mg/dl and then 400 mg/dl at the time of incident. Customer also stated that sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was unknown. Suspend on low limit in sensor settings was 70 mg/dl. Blood glucose value associated with the triggered suspend event was 54 mg/dl. Troubleshooting was performed. The insulin pump and sensor will not be returned for analysis.